Event description:
It was reported that during placement of right ventricular lead, while negotiating the screw, the helix screw was coming out on its own and was getting stuck in temporary pacemaker lead. After lead placement, there was no sensing as the r waves were not visible and the impedance was high. Once the lead was changed, the parameters were good. The procedure was completed, patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning the helix, helix could be fully extended and retracted. The reported events of high lead impedance, r wave amp variation and ¿screw was coming out by its own¿ were not confirmed. No anomalies were found, the lead was normal.